Event description:
A tracheal tube replacement was performed by (B)(6) (skilled nursing facility in (B)(6)) on (B)(6) 2019 around 1700 hours for a (B)(6) y/o pt. The type of tracheal tube was changed from a shiley 6 dcfs cuffless to a longer tracheal tube (shiley 6 xlt cd) due to the increase in thick bloody mucous secretions and pt's trouble breathing on full ac vent settings. Immediately after the procedure was performed, the pt complained of shortness of breath and went into full code. The unresponsive pt was transported via ambulance to (B)(6) med ctr and resuscitated. Pt was pronounced on (B)(6) 2019 at 0154 hours by the emergency room physician who stated that the death was due to an improperly placed tracheal tube. The (B)(6) sheriff's dept coroner's office performed an autopsy and investigation and ruled out the death due to subcutaneous emphysema and pneumothorax status post replacement of tracheal tube. FDA safety report ID# (B)(4).

Event description:
Additional information received on 04/13/2020 for report mw5093098. Reporter wanted to add MFR report number 8020889-2020-00017 and to update the last sentence to "the (B)(6) sheriff's dept coroner's office performed an autopsy and investigation and ruled the death due to subcutaneous emphysema and pneumothorax status post replacement of tracheal tube".